Event description:
It was reported that there was a communication problem and the patient was unable to recharge. The patient last felt stimulation and last successfully recharged two days prior to the report. The reporter indicated that when the patient recharged two days prior, she got ¿almost full coupling¿. It was noted that the patient ¿had trouble¿ when she first started using the recharger but was still learning how to use it at that time. Analysis of the recharger found no anomaly. The recharge antenna was "open".

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).